Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device battery died on defibrillator during a code. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
This case was determined through investigation to be a duplicate of the information already transmitted to the FDA as a part of MFR report number 3030677-2021-10093. Please see MFR report number 3030677-2021-10093 for conclusion. H3 other text : the end of support date for the device is (B)(6) 2018.

Event description:
It was initially reported to philips that the device stopped working during a code and was considered a serious injury. Additional information received clarified that the battery died after the user revived the patient and there was no injury to the patient or delay in patient treatment. This report has been updated from serious injury to product problem. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms. The customer informed that the device was replaced the same day with one of the previously purchased defibrillators to the department. The device was retired and is no longer in use.